Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not repaired. The estimate was rejected and the device scrapped per the customer request.

Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred related to a failure of its internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management board needs replaced to address the issue.